Event description:
Caller reported aviva system blood glucose results, all results mg/dl: 11:05 pm 543 11:08 pm 199 11:08 pm 204 11:09 pm 222 11:17 pm 220 11:18 pm 254 11:24 pm 256 11:25 pm 98 11:37 pm 297 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.